Manufacturer narrative:
Gtin/UDI number for item 2426-0500, lot 16103081 is (B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that when the roller clamp was released the unspecified secondary started flowing back up into the primary set past the check valve, into the drip chamber and into the primary bag. The sets were removed and new tubing hung.

Manufacturer narrative:
The customer¿s report that a check valve failed ¿backflow¿ was confirmed. Visual inspection identified no anomalies. Functional testing identified a faulty check valve. Supplier testing of the component revealed the presence of a particle, identified to be ¿pvc¿, between the housing seal and the diaphragm. The size of the particle measured (B)(4)¿ long. The root cause of the check valve failed ¿backflow¿ failure is due to a particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the ¿pvc¿ particle was not identified.